Manufacturer narrative:
Unit passed the displacement test. Unit had an unexpected blank display during testing due to corroded electronic assembly. Unable to complete the functional testing, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test due to blank display. The motor had moisture damage. Unit had cracked case at battery tube side, cracked battery tube threads, minor scratched display window, missing display window cover, scratched case and a pillowing keypad overlay. No missing battery tube spring noted. Unit was received without the original belt clip. No damage noted on the belt clip slot.

Event description:
The customer reported via phone call that their battery compartment was cracked and belt clip was damaged. The customer¿s blood glucose level was 249 mg/dl. The customer also stated that the insulin pump was damaged. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.